Manufacturer narrative:
The facility biomedical engineer confirmed the reported issue. The manufacturer's field service engineer replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a data acquisition pcb adc reference failure and there was no display on screen. There was no patient involvement.